Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h.6-annex g - g04018 summary of event: as reported, during a lithotomy, laparoscopic choledocholithiasis exploration, and interoperative examination, the basket wire of an ncircle tipless stone extractor was "broken" during stone removal. A new basket was used to complete the procedure. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection was also conducted. The customer returned one ncircle tipless stone extractor to cook for investigation. A wire on the basket formation of the device was found to be separated. A review of complaint history records shows no other related complaints associated with the complaint device lot. A review of the device history record found no non-conformances related to the reported failure mode. The product IFU provided the following information: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other known lot related complaints had been received from the field, it is concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents were conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. The wire on the returned device was separated near the proximal end of the basket. The other basket wires were deformed in the same location. There was no evidence of exposure to a laser or other electrified instrument. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation = unknown. PMA/510(k) #: exempt. Device evaluated by mfg = other (code unspecified) = device availability/return unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a lithotomy, laparoscopic choledocholithiasis exploration, and interoperative examination, the basket wire of an ncircle tipless stone extractor was "broken" during stone removal. A new basket was used to complete the procedure. There were no adverse effects to the patient reported.